Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The bottom housing and environmental seal were inspected and nothing was found that would indicate the deployment path was inhibited. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The cause of the reported improper insertion could not be conclusively determined. No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cannula being not inserted properly and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 277 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent and it looked like it wasn't inserted in the skin. As treatment, a new pod was going to be applied.